Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that there was increased stimulation and weakness in the legs. It was unknown what could have contributed to the issue. The stimulation was too strong, and the patient was in rehab because he had been experiencing weakness in his legs. The patient didn¿t know what caused the weakness in his legs. The rep had the patient turned the stimulation down and off. The issue was resolved.